Manufacturer narrative:
Update rec'd 08/04/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and elevated metal ions. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/19/2015-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated that during the primary operative procedure, the patient sustained a bone fracture during the femoral neck cut. It is unknown was product was used during the initial femoral neck cut. Before placing the stem/sleeve some slight cracking of the bone in the calcar region was noticed and it was cabeled. It reasonable to assume that this cracking is from the fracture caused by the femoral neck cut. On (B)(6) 2007, the patient suffered a non-displaced fracture of the femur distal to the tip of the stem. That fracture was also cabeled, but we will not report for this femur fracture since it was below the distal tip. The revision operative note from (B)(6) 2012 wasn't included. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. It should be noted that the medical records are very hard to follow, as the pages of the primary operative note is out of order. The complaint was updated on:12/7/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. Per follow up; patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported infection. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges bone fracture, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4).. Reason for original complaint ¿ patient was revised to address pain. Update rec'd 8/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and elevated metal ions. There is no new additional information that would affect the outcome of the investigation. Update 11/19/15 - pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated that during the primary operative procedure the patient sustained a bone fracture during the femoral neck cut. It is unknown was product was used during the initial femoral neck cut. Before placing the stem/sleeve some slight cracking of the bone in the calcar region was noticed and it was cabeled. It is reasonable to assume that this cracking is from the fracture caused by the femoral neck cut. On (B)(6) 2007, the patient suffered a non-displaced fracture of the femur distal to the tip of the stem. That fracture was also cabeled, but we will not report for this femur fracture since it was below the distal tip. The revision operative note from (B)(6) 2012 wasn't included. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. It should be noted that the medical records are very hard to follow, as the pages of the primary operative note is out of order. The complaint was updated on:12/7/2015 update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges bone fracture, and elevated metal ions. Added law firm, revision surgeon, revision hospital, and impacted products' expiration dates. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).